Event description:
It was reported that the u2 straight medium m attachment heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was discovered throughout internal components of the device. Corrosion limits the rotational properties of the components including the nose bearings which caused heat. The corrosion likely occurred through use over time.